Manufacturer narrative:
Depuy still considers the investigation closed

Event description:
Patient was revised to address stiffness and pain. The external rotation had changed. Update (B)(4) 2013. X-rays received and attached to complaint. Update received (B)(4) 2013 engineering review of x-ray images revealed that the tibial component appears to have an excessive posterior slope.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4). Patient x-rays were provided. X-ray review suggests abnormal posterior slope of the tibia. The investigation could not verify or identify any product contribution to the noted posterior slope. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.